Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio2 meter powered off during use. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on the morning of (B)(6) 2015 (time not provided). The patient stated that the alleged product issue occurs intermittently. The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient denied that she developed symptoms; however she attended ER one morning at the beginning of (B)(6) 2015 (date/time not provided) where she received hcp treatment of IV saline and insulin. During her ER visit, the patient's blood glucose was tested using an ER/hospital device and the result obtained was "around 18 mmol/l". At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, there was no indication of product misuse and the alleged issue was resolved with education about the subject meter's auto-shutoff feature. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient received hcp treatment for a severe high blood glucose excursion after the alleged product issue began. This treatment does meet lifescan's criteria for a serious injury.